Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely the issue occurred due to an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited screen flickered occasionally. There was no patient involvement.